Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of their homechoice machine during initial drain of their automated peritoneal dialysis (apd) therapy. Reportedly, hp inadvertently left the pt line of the homechoice set clamped during the prime cycle causing the pt line of the homechoice set and the extension line to not completely prime. Tsc assisted hp in ending therapy early and advised hp setup with new supplies to complete therapy. Per hp, no pt injury or medical intervention was associated with this incident.